Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer's mother called to report that the customer was still not feeling well when she called in. The mother stated that the customer's blood glucose was greater than 600 mg/dl when she arrived at the hospital. The customer's blood glucose would not register on the glucometer, and that is how she knows it was greater than 600 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 369mg/dl. The customer's most current level was 155mg/dl. The customer states they treated with pump. Troubleshoot was conducted and bent cannula was noted. The customer states the pump was exposed to perspiration and has cracks. The customer states there is fluid under the lcd display. The customer was advised the pump would be replaced and returned for analysis.